Event description:
Rptr has been diagnosed with atypical connective tissue disease and sjogren's sydrome by a specialist. She has had severe pain in feet, legs, and hips for about 7 years. She is now having problems with her teeth and gums and pain in all joints and skin. She has had a spastic colon for 10 years and reflux for 2 years. She has had memory loss. She had a cousin who died of lupus, but she really doesn't think one cousin would justify inheritence.